Event description:
It was stated that the patient received multiple button error alarms. It was stated that the patient did not press any button for more than three minutes. It was also stated that the patient felt the insulin pump was under delivering insulin. Advised that troubleshooting could be done, but the patient declined. The patient chose to continue using this unit, and wait to receive a new one from the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.